Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, however, a paper investigation was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse has reported that dialysis solution is leaking out of the cassette and into the cycler. There is no known patient ill effect. There is a sample available for evaluation.